Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5. Block b3: exact date unknown, event occurred a month ago from the date manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that this event was previously reported. See MFR. Report # 3006630150-2023-01189.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported, and no additional information was available.